Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.